Manufacturer narrative:
Product complaint: (B)(4). Please disregard this medwatch as it was reported in error.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: examination of the devices confirmed the screw had broken. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Reverse total shoulder - delta xtend, dr (B)(6), (B)(6) hospital (B)(6) on (B)(6) 2017. On (B)(6) 2016 had a primary reverse total shoulder replacement (delta extend). Approx 3 weeks ago, pt experienced an epileptic fit and fell off a horse causing the glenosphere to dissociated from the metaglene and snap the central pin of the glenosphere. In order to revise, had to replace all glenoid components. Had to break apart the metaglene to remove without compromising the glenoid bone. Was successfully removed and replaced with minimal damage to remaining glenoid bone. Surgeon was concerned that the original glenosphere did not fully engage the metaglene at the primary surgery, though recalls was unable to impact and screw any further. Please investigate cross threading. Male patient, initials (B)(6), dob (B)(6). Doi: (B)(6) 2016; dor: (B)(6) 2017; unknown affected side.